Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgment of the ra lead was observed. The physician suspected the dislodgment was due to the anatomy of the patient. A revision procedure was performed and the ra lead was successfully reposition. The patient was in stable condition.